Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient burned her leg (unrelated to her bg level or dexcom device) and went to the ER for evaluation. While at the ER, the patient¿s cgm was reading 83 mg/dl, and her bg meter reading was 600 mg/dl. The patient stated she was ¿feeling high¿, but no specific physical symptoms were reported. The patient was treated with insulin and IV fluids. She was discharged approximately 4 hours later. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.